Event description:
It was reported that the customer was hospitalized for ketones. It was stated that the customer was ill. It was also stated that the insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.